Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1hlaa serial# implanted: (B)(6)2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient was having problems with their device and they believed that the leads had moved. Additionally, the patient thought that they had a uti and the patient was put on antibiotics, but the culture came back negative for uti. When the antibiotics were finished the patient was still in pain and the patient turned the device off which caused the pain and burning sensation to resolve within 5 minutes. According to the patient "it's activating like that area and mine is for fecal incontinence so it should nowhere near that area." When the patient tried to turn stimulation back on the patient encountered pain again. The patient was scheduled to meet with their healthcare provider (hcp) the day after the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Note: device code (B)(4) and eval code-conclusion 22 are no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back stating they had received a letter that asked for more information but they did not have the letter with them. Patient stated their doctor reviewed their x-ray today and there was no evidence the lead had migrated but there was no explanation why they had severe pain and one of the electrodes was not working. Patient stated that the next step was for representative to reprogram but they were not sure. Patient asked if the ins or lead had mercury or thimerosal which was mercury base. Patient was allergic to mercury. Patient called before about allergy. Patient had a rash on their legs since (B)(6) 2016. Patient stated that the ins was completely shut off but oddly enough their symptoms had improved even with ins off.